Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient was having surgery to potentially change locations. It was noted, the patient felt a pulling sensation in their back. It was reported they could feel a bump along the lead and extension that was believed to be scar tissue. It was noted, the scar tissue was causing the pulling sensation. It was reported a longevity calculation was done to determine if it would be best to replace the battery in the same surgery or keep the device and re-implant in a new location.

Event description:
Additional information received reported the revision did occur. The patient was doing well now and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that all impedances were normal with the lowest value being 516 ohms. It was noted that if the issue was related to the lead or extension, the issue was postulated to be due to "stretch." It was noted that the battery life calculation had determined an estimated battery life of 37 months and impedance measurements were taken on (B)(6), 2013. It was noted that the ins signal was weak. It was noted that the ins hurt the patient in certain positions. It was noted that the patient was pending authorization for ins replacement. If additional information is received, a supplemental report will be filed.